Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported product and lot combinations. (B)(4) has been undertaken to investigate attune post operative loosening further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient contacted depuy stating they were revised in 2015 to address "bonding issues." She states she still seems to have issues with it even after surgery. It is currently unknown which products were revised and the manufacturer of the cement is unknown. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records the patient was revised to address pain, instability, and swelling. The patient had mechanical loosening of their tibial component. According to the medical records, there was no bonding of the cement to the tibial component. At this time the unknown component is being changed to a tibial tray and part/lot information is being updated and cement is being added to the complaint and reported. The complaint was updated on: 07/11/2016.